Manufacturer narrative:
The device at elective replacement indicator (eri) was returned in one piece. Electrical testing revealed high current drain. The high current seen initially on the bench was lost and unable to be reproduced. The cause of the high current could not be determined.

Event description:
This report is to advise of an event observed during analysis.